Manufacturer narrative:
The stellaris module has been returned; however the evaluation has not been completed. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported a viscous fluid removal issue, the system wouldn't remove the oil. They replace the unit with their back up system in and it worked fine. This extended the surgery to two hours when it usually only takes one hour. The issue occurred on the first case which was completed then they had to cancel the rest of the cases. Added current contact to complaint file. (B)(6) 2020.

Manufacturer narrative:
The evaluation has been completed. The reported problem was not duplicated. The module serial number (B)(6) was tested for 1.5 hours and did not fail. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.